Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient presented with chest 2 views pa lateral, two view chest. Impression: mild hyperinflation, presumed buttons reducing nodular opacities over the right chest. On (B)(6) 2007 patient presented with a chief complaint of recurrent low back pain with some radiating symptoms into the left buttocks. He had an MRI scan done. Musculoskeletal: range of motion is slightly limited. He can flex to 40 degrees and extend to 20 degrees. Neurologic: he has negative straight leg raise bilaterally. He has some minimal tenderness and spasms in his back. He has no focal sensory or motor function weakness on exam. No atrophy or edema was noted. Impression: degenerative disc disease lumbar spine. On (B)(6) 2007 patient presented for chest pain to treat secondary diagnoses: include status post laminectomy with discectomy and fusion of l5-s1 and smoker. Head and neck: normocephalic and atraurnatic. Sclerae is nonicteric. Sinus is nontender. Throat is clear. Neck is supple. Lungs: clear to auscultation without any wheezes, rales or rhonchi. Cardiovascular: regular rate and rhythm. S1 and s2 within normal limits. Negative s3 or s4. Pml midclavicular line. No jvd. No hepatojugular reflux and no carotid or abdominal bruits. Abdomen: bowel sounds were positive. Normal pinch. No hepatosplenomegaly, soft, flat and no palpable masses. Extremities: negative edemal cyanosis or clubbing. On (B)(6) 2007 patient presented for examining spine on view due to l5-s1 decompression and fusion. Impression: 1. Posterior fusion l5-s1 level with associated disc spacer. On (B)(6) 2007 patient underwent the bilateral posterolateral fusion at l5-s1, placement of bilateral pedicle screws ls and s1 using nuvasive xia-2 polyaxial titanium pedicle screws, a bilateral posterior lumbar interbody fusion using stryker peek avs cages at l5-s1 and l5 partial laminectomy, bilateral l5-s1 lateral recess foraminal decompression, harvesting of local bone graft, use of rhbmp-2 , use of nerve vision, intraoperative nerve monitoring and placement of bilateral on-q pain buster pumps to treat the following preop diagnosis: degenerative disc disease, foraminal stenosis at l5-s1. Op-notes: the surgeon sized the patient to 11 x 11 x 25, 4-degree peek cage. Cages were packed with rhbmp-2, trinity allograft bone extender and packed in place. We then proceeded to place pedicle screws medially at l5 and s1 using a bur, t-arm probe palpable in all 4 quadrants. The surgeon used 6.5 x 35 bilaterally at l5 and 7.5 x 30 bilaterally at s1. We obtained an x-ray, which shows screws and cage to be in good position. We also stimulated all screws with nerve vision and all had greater than 20 ma of resistance. Then constructed the construct, compressed, locked everything down, placed a cross-lock. We then decorticated an inch about the bilateral gutters using remaining trinity infuse sponges and local bone graft and we filled each of the gutters with this mixture. We then irrigated, placed over the laminectomy defect after were placed surgi-flo with 3 mg of duramorph. We then closed the fascia with running #1 vicryl, followed by running 2-0 vicryl and staples. Bilateral on-q pain buster pumps were placed and hooked up and a sterile dressing was applied. The patient was then turned supine, awoken from general anesthesia and taken to recovery in stable condition . On (B)(6) 2007 patient discharged from hospital. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.